Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was found to be distorted, as was the defib conductor. The helix/lobe was also distorted and bent. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). A deformation/fracture was found within 5cm of the proximal section of the inner coil, and there were extension problems. There was a tip seal observation, and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the implant attempt, the right ventricular lead was undersensing and was difficult to position. The helix would not deploy and the physician attempted over 70 turns before deciding to remove the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.